Event description:
The customer reported the 9900 system displayed all boxes on the doghouse, possible ffb reboot. The customer rebooted the system and it operated as intended. No patient involvement.

Manufacturer narrative:
The service rep was unable to duplicate the problem. He reloaded the cal and program flash data due to possible corruption. System operates as intended.